Event description:
Complainant alleged that while attempting to treat (B)(6) male patient, the device powered on in configuration mode and was unable to switch out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.